Event description:
Allergan aesthetics received a report of a coolsculpting control unit that sparked and started smoking after making a loud pop sound. There was no patient or provider safety impact.

Manufacturer narrative:
Allergan aesthetics is doing due diligence in requesting additional event information. A supplemental report will be submitted if and when information is obtained.

Event description:
Allergan aesthetics received a report of a coolsculpting control unit that sparked and started smoking after making a loud pop sound. There was no patient or provider safety impact.